Event description:
It was reported that the universal oscillating saw attachment was used in the (B)(4) for training purposes and not live surgery. The device broke during training. The pegs that hold the blade in place had broken off. There was no harm or delay reported, and procedure was completed with an alternate device. The reported event involved equipment used for non-patient demonstration purpose only.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. Evaluation of the device observed that one of the eight pins was no longer attached to the mounted drive shaft. The cause of the reported issue is unknown.